Event description:
Arrive2 clinical study# 140-063. It was reported that 278 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention ( tvr). The lesion being treated in the index procedure was a 2.70mm, 95% stenosed, mildly tortuous, 9.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.75x12mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 278 days after the initial procedure the pt required a tvr of the med lad. The physician performed balloon angioplasty with resolution of the focal in-stent restenosis. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.